Event description:
It was initially reported that the patient had a loss of therapeutic effect and no stimulation sensation. The patient had not felt stimulation for 2-3 months, but had not done anything with the system because she did not think she could or should play with the programmer. The patient had numerous problems with her shoulders, scoliosis in her upper back that was preventing her from holding herself up, rheumatoid arthritis, and fibromyalgia. It was also reported that the patient programmer was not working and the patient could not adjust stimulation. The patient was going to replace the programmer battery. Information received reported the patient changed the battery, but the patient was still unable to adjust stimulation. The status lights were assessed, the device was powered off, recommended repositioning the programmer over the device, decreasing settings first and then powering the device on. The device settings were then turned all the way up and the patient did not feel any stimulation. The patient requested a meeting with the manufacturer representative for reprogramming. It was also reported that the patient was not sure of the last time she felt stimulation and had so many medical issues, including knee replacements, hand surgeries, etc. Subsequent information received reported that the patient had a fall in (B)(6) with a closed head injury and had not used her system. The patient was going to be meeting with the manufacturer representative and physician. Further information received reported that impedance testing was performed and were oor (out of range) on both arrays. No malfunctions were determined and the physician had requested an evaluation be done under fluoroscopy with an appointment to be set up. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3998, lot# l95115, implanted: (B)(6) 2001, product type lead; product ID 389033, lot# j0320170v, implanted: (B)(6) 2003, product type lead. (B)(4).